Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure for device replacement and extraction/replacement of the left ventricular lead due to high threshold, the patient suffered a pericardial effusion. This resulted in surgical intervention by the cardiothoracic team. Both the left ventricular lead and the right ventricular lead were subsequently cut due to the effusion; both leads were then partially explanted and not replaced. The atrial lead was also removed by the surgical team and not replaced. The patient was transferred to intensive care unit and their status was unknown. No further patient complications have been reported as a result of this event.